Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving fentanyl (10000 mcg/ml at unk mcg/day) and clonidine (30 mcg/ml at unk mcg/day) via an implantable pump for non-malignant pain. It was reported that a healthcare provider had contacted the rep regarding a pump that continued to alarm after the pump refill. The rep stated that the pump had reached low reservoir prior to refill and that the patient had an magnetic resonance imaging (MRI) last month. Agent reviewed information regarding concurrent alarms and how to silence the current audible alarm. Caller was not with the patient at the time of the call but stated that he will pass along the information to the healthcare provider that will see the patient and silence the alarm. Additional information was received from a healthcare provider via company representative reporting that the cause of the alarm was due to two consecutive events (MRI and low reservoir) occurred and that the pump will not silence on its own once refilled and updated. They were told that they would have to re-interrogate after the refill and the silence alarm button would appear in order to silence the pump alarm. It was reported that after reinterrogating the pump and silencing the alarm the issue was resolved.